Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that before a pneumonectomy, the device was wrongly opened by a nurse. It was reported that it was difficult to distinguish between the packages. Another device was used to complete the case. There were no adverse consequences to the patient.